Event description:
Ous MDR - after unpacking a small stent deformation was noticed. During lesion crossing, the stent could not pass the lesion and got stuck during withdrawal inside the introducer sheath. No adverse events to the patient were reported.

Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation of the returned device confirmed that the stent is deformed in its distal third. The stent is crimped at its appropriate position. Review of the production documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Based on the conducted investigations, no manufacturing or material related root cause could be determined. It appears that the stent was deformed during preparation. However, despite knowledge of the deformation the physician intended to use the device.